Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing t-waves causing inappropriate shocks to the patient. The rv lead remains in use. The implantable cardioverter defibrillator (ICD) was reprogrammed to compensate for the rv lead oversensing. No further patient complications have been reported as a result of this event.